Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient was not receiving effective therapy from the scs system and did not like the paresthesia with the tonic stimulation or having to recharge the ipg. As a result the patient underwent surgical intervention, wherein the ipg was replaced. It was reported that effective therapy was restored postoperatively.